Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a kink in the locator with the angio-seal device. The following information was provided by the user facility: the locator was not inserted into the sheath due to resistance; when the locator was inspected, a kink in the tip of the locator was observed; the device was not used and was replaced by another angio-seal device; the replaced device was used without incident; the physician had completed the training process on the device prior to this case; the puncture site was proximal to the inguinal ligament of the right common femoral artery, vessel diameter was 7 mm, and the size of the sheath ancillary used was 6 fr; hemostasis was successfully achieved by the second device; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.